Event description:
A report was received that the patient could not feel stimulation. An impedance check revealed high impedance readings. The physician initially suspected there was a lead fracture and the patient underwent a revision procedure. During the procedure the physician noted that the problem was actually coming from the lead extension, and not the lead. The physician replaced the lead extension and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead extension was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead extension will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not feel stimulation. An impedance check revealed high impedance readings. The physician initially suspected there was a lead fracture and the patient underwent a revision procedure. During the procedure the physician noted that the problem was actually coming from the lead extension, and not the lead. The physician replaced the lead extension and the patient was reportedly doing well following the procedure.